Event description:
Caller reported a malfunction on the pump, which caused the customer's blood glucose level to exceed 500 mg/dl, although the specific value was displayed as "high." The customer administered a correction injection using multiple daily injections (mdi) and did not require assistance from a third party. The technical support team agreed to replace the pump with one that has updated software and provided instructions for sending the malfunctioning pump back to tandem, which the caller acknowledged and understood. A replacement pump was sent to the caller by technical support.